Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi. On (B)(6) 2010, the device had given a longevity estimate of one year. The pulse generator was explanted and replaced.